Event description:
It was reported that a elc60 was used during a lung resection procedure. It was reported by the affiliate that there was no junction after reload. There was no consequence to the patient.